Manufacturer narrative:
(B)(4). It was reported that patient underwent extensive transvaginal urethrolysis, suprapubic and vaginal exploration with removal of the mesh from the retropubic space and pubic bone, cystocele repair (central defect) using mesh sutures, and vaginal vault suspension using a modified sacrospinous fixation, enterocele repair, and rectocele repair on (B)(6) 2012. It was reported the patient underwent an unknown type of surgery on (B)(6) 2013 (related to mesh erosion). Tentative surgery date is scheduled for (B)(6) 2014 (related to mesh erosion).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to pop. It was reported that patient underwent repair of recurrent left inguinal hernia with mesh and repair of right inguinal hernia with mesh (four-inch modified kugel implants) on (B)(6) 2013 due to left recurrent inguinal hernia and right inguinal hernia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/03/2016. (B)(4). It was reported that following insertion the patient experienced progressive obstructive symptoms, recurrent infections, difficulty to empty the bladder, sensation of pressure, and discomfort in the vagina.